Manufacturer narrative:
Hospital address not available for reporting. (B)(6). Subject device has been received and is currently in the evaluation process. DHR review was completed. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 14 march 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that post-operatively two variable locking screws came loose from the variable angle two column distal radius plate (va-lcp). The initial surgery was on (B)(6) 2017 and the revision took place on (B)(6) 2017. Patient outcome was moderate dislocation. This report is for one (1) 2.4 mm va-lcp 2 column distal radius plate. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
A manufacturing investigation was performed. The plate and two screws were received. The scope of this manufacturing investigation is the plate. The screws will not be part of this investigation since they are not manufactured in raron. Marks and scratches are visible on the surface of the plate. The device-history-record (DHR) does not show any abnormalities. Everything was produced in specification as it should. Measurements of the critical features were taken on the complaint part. This confirmed the results of the DHR. This complaint is about the va thread holes in the head of the plate. The critical features in regards to the loosening of the screw is the thread zero-point measurement of the va-holes. The measurement of the thread profile revealed the destruction of the thread holes due to the usage of the holes. According to the thread profile measurements, it can be interpreted that thread holes va1 and va5 have not been in usage. Therefore, only those two thread zero point could be measured. All measurements that could be performed found to be within specifications. Considering that all features were manufactured with the same tools and parameters, it is concluded that all features are manufactured within specifications. Raw material certificate was reviewed and found to be within specification. The plate (va-lcp-2-column drp2.4 volar le shaft 3h / article # 02.111.731 / lot # l327168) was produce as it should. No abnormality in process was found. Based on this, the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Customer quality conducted an investigation of the returned devices. The following complaint device was received by customer quality (cq): one 2.4mm variable angle lcp distal radius plate (p/n: 02.111.731, lot number: l327168) two 2.4mm locking screw (p/n: 02.210.122 lot number: unknown) the complaint condition is confirmed based on the provided x-rays. A visual inspection under 5x magnification, functional test, drawing review and dimensional verification, DHR review and mia investigation (for the plate) were performed as part of this investigation. The replication of the complaint condition could not be done at cq location as it is not possible to re-create unknown forces the plate may have experienced while being inside the patient¿s body. The returned implants were examined by customer quality upon receipt. Functional test was performed to check the locking ability of the locking screw head and the threaded locking holes of the lcp plate. It was realized that the minor wear experienced by the device during implantation-explantation processes, while being inside the patient¿s body and small particles (most probably a bone particles) which were found to be stuck inside the threads of the locking screw heads were interfering with the locking ability of the threaded screw heads. The two screws and the plate, show signs of wear which are in line with the implantation and removal of the devices. The threads of the locking features on the returned lcp plate and the locking screw were visually inspected under 5x magnification. No damage was observed on the returned devices which would contribute to the complaint condition. DHR review: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues with the material and during the manufacturing of the product that would contribute to this complaint condition. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. For lcp plate, va-lcp two column drp 2.4 drawing was reviewed. Measurements of the critical features were taken on for the plate during investigation and found to be conforming. For locking screw, in the absence of the lot number and hence the manufacturing date is unknown, the current released drawing for the 2.4mm variable angle locking screw (drawing (B)(4)) was reviewed. Multiple features of the screws were measured at cq location and all were found within specification per 2.4mm variable angle locking screw drawing. Hence, no drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. Dcrm review: the complaint condition is adequately addressed by the corresponding dcrm document. The exact root cause could not be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.